Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the discovered symptom, which was reproduced. A seizing motor was found to be causing the pump to power down. The failed motor assembly was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it had turned off without user input. There was no patient involvement.

Manufacturer narrative:
(B)(4). The date of event on the initial manufacturer report was incorrect and has been updated.